Event description:
It was reported that about 5-10 minutes into treatment, the pt had a cardiac arrest. The event experienced occurred on three different dates ((B)(6) /2013). The reason for the pt reactions is unk. The pt was switched to a baxter exceltra dialyzer and no symptoms were experienced. Follow-up with the pt's rn stated that the pt has been doing great since the dialyzer change. Based on treatment sheet from (B)(6) 2013: pre weight: (B)(6), pre temp: 99.5, post temp: 98.6, pre pulse: 84r, post pulse: 80r. At 11:53, pt began treatment. At 11:54, pt alert, treatment initiated without problem. At 11:59am, pt alert. Pt complaints of not feeling right, nurse called and o2 2 liters applied. At 12:13pm, treatment completed. Post-dialysis notes: ambulatory-vss. Continues to complain of coughing. Lungs sound course with rubs and wheezing, mild pedal edema.

Manufacturer narrative:
It was reported the pt experienced an event 5-10 minutes into treatment that required the pt to be sent to the emergency room. The pt's rn reported that the event was related to a dialyzer reaction. Currently, the pt's prescription was changed to a non-fresenius dialyzer and the pt is reported to be doing great. Based on the prescription change, a serious injury MDR is being filed. A lot number was not provided; therefore, a manufacturing review cannot be performed. However, record review of each lot and catalog number received by the customer for the most recent 3 months have been screened. The symptom code has not exceeded the alert limit. Reference MDR #'s: 1713747-2013-00258, 1713747-2013-00259, 1713747-2013-00260.